Event description:
The customer reported that the lamp on his olympus halogen light source was not lighting. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the power was turned on, but the lamp was not lighting up. Even after replacing the light itself, it was still not working properly, and the fan was not turning on. Additionally, one of the output connectors was found loose due to wear and the bottom foot gum was worn as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the light did not light up and the fan did not rotate due to a break of the thermal fuse. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.